Event description:
It was reported that clinician contacted clinical support and stated they had a pt on an autocat 2 wave in or. The console was working fine when screen began to look fuzzy. Clinicians were using fos and autopilot and pump was supporting pt but they were unable to read the numbers. Clinical support suggested they exchange control panel with another pump. Control head was exchanged without difficulty. A few hrs later display went fuzzy again and pump would not respond to any commands. Console was exchanged. Pt later expired.